Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin injection (1 gram per bag, intraperitoneal, ongoing, frequency not reported) and meropenem injection (250 mg, in three exchange per day, ongoing, route not reported) for this event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported the patient was not recovering from the peritonitis event. On an unknown date, pd therapy was discontinued, the pd catheter was removed, and the patient was shifted to hemodialysis. It was reported there was no plan for re-catheterization at this time. Should additional relevant information become available, a supplemental report will be submitted.